Event description:
Revision surgery. The patient was working on a lathe and a block of wood propelled into his arm. The wood caused a fracture in the arm just below the distal end of the stem; the surgeon took out the original stem and put in a 175mm which got past the fracture site.

Manufacturer narrative:
The reason for this revision surgery was due to fracture in the arm. The previous surgery and the revision detailed in this investigation occurred 11 months apart. The healthcare professional indicated there was a serious risk to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to fracture in the arm. Agent notified that while the patient was working on a lathe and a block of wood propelled into his arm which caused a fracture;the event was occurred due to trauma. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.